Event description:
In 2009, the patient reported she received an occlusion message on her insulin infusion device this morning and she cannot clear it. She said her blood glucose this morning was 498 mg/dl with her normal reading for that time being 250-350 mg/dl since she has dawn phenomenon. Her muscles felt a little tired and she corrected her reading to 116 mg/dl by injecting 25-26 units of insulin. She stated her infusion set tubing and headset has been in use for 2-3 days. She was advised to change her tubing every 6 days and her headset every 2 days. To troubleshoot, the patient was instructed to prime through the tubing but she immediately received an occlusion message. She was then instructed to disconnect the tubing from her device and prime through the adapter which went through without error. She was advised to change her tubing and headset and she was able to successfully prime and reconnect to her device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.